Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement unretrieved in pt. Device issue: stent dislodgement. It was reported that the xience was implanted in the proximal circumflex (target lesion); however, during the stent boost control, the stent could not be seen deployed at the lesion; therefore, the stent had dislodged. The dislodged stent was not found in the catheter guide, arteries, introducer, or the field. Another stent was deployed without issue for the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance technician analysis of the returned product noted blood in the guide wire lumen and visible contrast in the inflation lumen and balloon. In addition, there were crimp marks between the markers on the loosely folded balloon that indicated that the stent implant had been properly positioned at the time of manufacture. This is all consistent with the reported info that the product was prepared for us, inserted in the body, at least partially advanced over a guide wire, and the balloon was inflated. The stent implant was not returned, confirming the reported stent dislodgment. There was no other damage noted to the stent delivery system (sds). Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The lesion characteristics were not described in the incident info, and may have aided in the evaluation and determination of a cause for the reported stent dislodgement; however, there was no report of any damage ot the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, although a conclusive cause cannot be determined, there is no indication of a product quality deficiency. A review of mfg records did not reveal any nonconforming material records for this lot that could have contributed to the reported stent dislodgement. This MDR is considered closed by the product performance group.